Event description:
It was reported that the patient experienced sharp pain every once in a while at the implant site three months prior to report since getting an electronic alert necklace. It was noted that this occurred once every 3-4 days. Information provided indicated that the implant was depleted at the time of the report. The patient asked their healthcare provider to remove the implant but they told the patient it was better to leave it. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2002, product type lead. (B)(4).